Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the package seal appeared compromised. While unpacking a watchman ® laa closure device & delivery system it was noted that it was questionable if the sterile pouch was fully sealed. The device was not used. The procedure was completed with another of the same device with no complications reported.